Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this guidewire device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5.

Event description:
The complainant reported that during delivery of an impella 5.5, the guidewire became disengaged from the device during advancement, and the impella 5.5 was removed to allow for re-delivery of the guidewire. It was reported that the impella 5.5 catheter did not withdraw smoothly from the body and appeared to have resistance during removal. The resistance was described as possibly consistent with a kink near the junction between the motor housing and the catheter. The impella 5.5 was eventually removed, and the device was replaced with another impella 5.5. No signs or symptoms of patient injury or patient harm were reported in association with this event. This complaint involves two impella devices: impella 5.5, with serial number (B)(6). 0.018"ptfe coated guidewire , with lot number ln 9373189 this MDR specifically addresses 0.018"ptfe coated guidewire , with lot number ln 9373189, which is the subject of this report. Separate mdrs will be submitted for other devices associated with this complaint, as applicable.

Manufacturer narrative:
Updated information: h6 med dev prob code removed a150205.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: difficult/unable to remove through other device: the cause of the issue was unable to be determined due to insufficient clinical details.